Event description:
During an endoscopic hemostasis procedure for a gi bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that when sprayed the hemospray clogged down the catheter, 2nd catheter also did not work, the procedure was completed by using another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. Not all components were included in the return (only one catheter returned). The returned catheter exhibited no signs of use (no discoloration, kinks, or powder within). The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. A build up of dark powder was noted within the device nozzle. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). The lance was noted to be able to move side to side indicating the back of the lance has broken; this is most likely due to the pressure of co2 being released during deactivation following the observed occurrence. When tested with a new co2 cartridge and activation knob the device initially did not spray until a thin metal wire was inserted into the nozzle to break up possible occlusions. Following this, the device sprayed as intended both with and without the provided catheter attached. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of catheter occlusion and subsequent difficulty spraying based on the condition of the returned device. A build up of powder was observed within the device nozzle which is consistent with catheter occlusion as catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. Which would result in the subsequent difficulty spraying powder following catheter replacement. Therefore, the report of a clogged catheter is considered confirmed. We could not conduct a complete investigation because the occluded catheter was not returned for evaluation, only one catheter was returned for evaluation, which was not occluded. This limits our ability to conclusively determine a cause for the occlusion. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.